Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient medical history, whether the patient followed correct post-op protocol, whether the patient experienced any trauma post primary, what the patient was doing at the time of the dislocation and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, screw and biolox delta ceramic liner after 1 week due to dislocation. A non-corin stem and head were also revised. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Event description:
Trinity revision of the cup, screw and biolox delta ceramic liner after 1 week due to dislocation. A non-corin stem and head were also revised. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -5001 final report additional information including post primary and pre revision x-rays, operative notes, patient medical history, whether the patient followed correct post-op protocol, whether the patient experienced any trauma post primary, what the patient was doing at the time of the dislocation and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could not be provided and thus the scope of the investigation was limited. It was reported that the primary stem was undersized, the cup had too much anteversion and large osteophytes had been removed during primary surgery. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information it has been concluded that the dislocation occurred due to a combination of an undersized stem, cup placement and removal of osteophytes and not due to the design or performance of the devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.